Manufacturer narrative:
Follow-up contact with the customer found that the dr felt there was no reason to suspect the device had anything to do with the disseminated intravascular coagulation and the reported pt death. The dr was only inquiring if sherwood knew of any articles dealing with disseminated intravascular coagulation in association with the use of autotransfusion devices. The pt was suffering from metastatic carcinoma and a traumatic surgery, either of which can initiate disseminated intravascular coagulation. A literature search was performed on behalf of the dr and the info was forwarded to the requesting physician. Co is closing this file.

Event description:
Dr reports, while he was infusing a pt with the pt's blood as well ad donor blood, the pt went into dic and died. No product problem was reported.